Event description:
The pump was returned for investigation. Evaluation revealed that the force senor calibration check is out specifications. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the force senor calibration check is out specifications. The pump cover was removed and the force sensor resistance was found to be in specifications. No contamination or damage to the force sensor circuit was observed. Investigators were unable to duplicate reported complaint; pump information for complaint has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.